Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that during patient&#38112;trial lead pull, the physician was having trouble pulling out the leads so the physician pulled the lead pretty hard. The lead was broken and the contacts were not on the lead. Full array of contacts were left inside the patient&#38112;spine. The patient was referred to a neurosurgeon to have contacts removed during patient&#38112;permanent implant procedure.

Manufacturer narrative:
Additional information was received that the remaining contacts left in the patient's spine were removed during the patient's non-device related fusion surgery.

Event description:
A report was received that during patient's trial lead pull, the physician was having trouble pulling out the leads so the physician pulled the lead pretty hard. The lead was broken and the contacts were not on the lead. Full array of contacts were left inside the patient's spine. The patient was referred to a neurosurgeon to have contacts removed during patient's permanent implant procedure.